Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue

Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was confirmed. The problem was isolated to a defective q3 component. The root cause for the defective q3 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.